Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a motor error alarm. Customer also reported, the battery life was short on the insulin pump. Customer's blood glucose was 400 mg/dl. The customer could not recall any significant events leading to the alarm. The customer stated, the drive support cap appeared to be normal. Customer also stated a no reservoir alarm occurred during a displacement test. Customer stated, they were able to successfully perform a displacement test and manual prime at the end of the call. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump powered up properly after battery installation. The insulin pump was received with operating currents within specification. No low battery alarms noted. The insulin pump passed basic occlusion test and displacement test. No motor error alarms were noted. However, the insulin pump was unable to prime during prime test due to faulty force sensor. The motor was tested outside of the insulin pump and passed. The insulin pump was received with minor scratches on lcd window and broken belt clip slot.